Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found some rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector was set to the primary sensing vector. The local representative checked the system and found noise in all three sensing vectors. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found some rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector was set to the primary sensing vector. The local representative checked the system and found noise in all three sensing vectors. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found some rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector was set to the primary sensing vector. The local representative checked the system and found noise in all three sensing vectors. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.